Event description:
It was reported that during a laparoscopic colon procedure, a 45 reload was placed into the 60mm and would not fire. A second 60mm was loaded with a 45 reload and it would not fire then was stuck on tissue. The surgeon broke the gray handle to remove the device from the tissue. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First for both. If echelon, during which stroke did the event occur? First. What color cartridge was being used? 45 unsure of color. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening the second device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes the second.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Instrument b: batch #:g51z35, exp date: 11/19/2015; MFR date: 12/19/2010. The analysis found that one sc60a device a was returned with the closure trigger broken in the opened position. Per event description it should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. Please note that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the closure trigger top was found damage. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction resulting in the trigger top damage and if enough force is applied the closure trigger can break. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results showed that one sc60a device b was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. (B)(4).